Event description:
A pt reported "low inaccurate readings" with a fasttake meter. Pt has been using the ft meter since 1998. Pt has not been feeling well during the week in 2001. No details given. Pt has not taken the pt's insulin during that week because of the ft meter low readings. While troubleshooting, lifescan csr found that ft meter was set in mmol/l unit mode. Pt has reportedly gone into setting mode while attempting to retrieve reading from the ft meter memory. Csr assisted pt in setting ft meter to mg/dl unit mode. No further info has been reported.